Event description:
Dr. Deleon describes this is a no win situation. He had made several attempts using multiple micro catheters crossing a calcified lesion with no success with any mc other than the caravel. Upon replacing the wire with a rotawire, the tip of the caravel came..."pulled" off. The procedure was still performed with no harm to the patient. The tip came off with the wire and is in the packaging according to the scrub technician.